Event description:
It was reported via company representative that the insulin pump had a no delivery alarm during the bolus procedure. The customer's blood glucose reading was unknown. Troubleshooting was not conducted on the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.